Event description:
It was reported during a revision surgery, when the doctor was implanting a screw, in the last turn, the head of the screw broke. It was reported the surgeon decided to leave the shaft of the screw in the patient's bone, and the remainder of the surgery was completed. This issue prolonged the surgery by a few minutes. No other adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was received for evaluation. A visual examination under magnification of the returned 2.7mm x 22mm locking hexalobe screw was performed. Only a portion of the screw was returned. The corresponding screw shaft were not returned with the screw head. The only portion of the returned screw was the broken segment of the screw head. The length of the remaining screw head was measured to confirm the fracture point. The screw head measured .056 inches, indicating that approximately .930 inches of the screw broke off just beneath the screw head. The fractured screw showed significant signs of damage in the remaining hex recess edges, where they were deformed and scratched. Beneath the screw head the fracture surface was dull and grainy in appearance, indicating a brittle fracture failure from a single overloading event. It is possible that the screw fractured as a result of excess torque applied when encountering unexpected resistance such as improper pilot hole depth, improper hole trajectory causing interference with the plate or other screws, or dense bone. However, based on the information received and the investigation performed, the root cause could not be conclusively determined. The reason for the need for revision surgery was previously reported in report number 3025141-2024-00342.